Event description:
A customer observed that a saved correction factor for an open channel assay was deleted on their atellica ch 930 instrument. Additionally, the next day, the customer observed duplicate entries on the open channel screen for their assay. There was no impact to patient testing noted by the region because of this display issue. There are no known reports of patient intervention, or adverse health consequences due to this behavior.

Manufacturer narrative:
Siemens healthcare diagnostics has determined that the atellica ch 930 analyzers' tdef parameters could potentially revert to default values if modified and saved. Open channel assays can be edited and saved from the open channel screen as well as the ch test definition screen. Because the open channel configuration screen does not have an interface to edit assay comparison correlation factor, the operator uses the ch test definition screen to edit the correlation factor, which is saved only in the module database. The next open channel assay edit from the open channel configuration screen would overwrite the edited assay comparison correlation factor with default values. Starting 18-nov-2021, an urgent medical device correction (umdc) asw22-01.a.us was sent to us customers and an urgent field safety notice (ufsn) asw22-01.a.ous was sent to outside the us (ous) customers in november 2021. The umdc and ufsn explain the behavior described above and informed customers of actions to take to allow continued use of their instruments. The umdc and ufsn also informed customers that software is being developed to correct the behavior. To date, there are no allegations of injury due to the delays.